Manufacturer narrative:
It was reported that a 60-year-old male patient (60kg) underwent a ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During a ventricular tachycardia ischemic case, a pericardial effusion was noticed. The pericardial effusion was discovered and confirmed by ice. The medical intervention provided was a pericardiocentesis and 400 cc of fluid was removed. The patient was reported to be in stable condition. The physician believes the issue was caused by a steam pop. There was no evidence of a rise or drop in impedance. The impedance was reported as stable. Device evaluation details: on 21-jul-2021, the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. Magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. Also, a patency flow test was performed and all holes were irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient ((B)(6) kg) underwent a ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During a ventricular tachycardia ischemic case, a pericardial effusion was noticed. The pericardial effusion was discovered and confirmed by ice. The medical intervention provided was a pericardiocentesis and 400 cc of fluid was removed. The patient was reported to be in stable condition. The physician believes the issue was caused by a steam pop. There was no evidence of a rise or drop in impedance. The impedance was reported as stable. This adverse event was discovered during use of biosense webster products during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient was reported as fully recovered. The patient spent a night in the intensive care unit (ICU), then to a regular nursing floor. This extended his day by one day. Prior to noting the cardiact tamponade, ablation was performed. The doctor thought he heard a steam pop. Irrigated catheter was used with the flow setting for a thermocool® smart touch® sf bi-directional navigation catheter 8cc/min for <=30watts, 15cc/min for >30watts. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment. Force visualization features used: graph, dashboard, vector & visitag, with the visitag module parameters for stability: max distance change-2mm, min time-3seconds, force over time (fot) 25% for a minimum time of 3seconds, tag size was 2mm and no additional filter was used with the visitag.